Event description:
It was alleged that the camera pictures went blank on the monitor. The case was reportedly converted to an open procedure. After troubleshooting only 1 picture came back on the monitor.